Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly calcified and severely tortuous left anterior descending (lad). A 3.00x28mm promus element plus stent was advanced to treat the lesion. However, the physician noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).